Manufacturer narrative:
H3, h6: this was reported as a ¿literature case¿ without product code or lot number provided. An unconfirmed product was reported as used for treatment. No product was returned, therefore details, physical evaluation and investigation were limited. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use. If relevant information becomes available to assist with evaluation the complaint can be revisited. Complaint history review was unattainable without a valid lot number and product code provided although query using the entire fast fix family indicated similar allegations. Instructions for use for the family contain instructions, precautionary statements and recommendations for proper use of product. DHR/batch/lot review was unattainable without a valid lot number available. There was no objective evidence to suggest a direct link between the product used during the procedure and the allegation reported. Post market complaint surveillance continues to monitor rate of failure occurrence.

Event description:
It was reported that during a meniscus surgery the anchor of the fast-fix slipped through the capsule during tightening. The procedure was successfully completed with a backup device. It is unknown if there was any delay as a result of the device malfunction. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.